Event description:
Patient complaint of light sensitivity in both eyes at 1 month post operation. Uncorrected visual acuity (ucva) 20/25 and 20/20. Patient was prescribed pred forte drops every two hours while awake. She returned on (B)(6) 2012, with decreased photophobia. Steroid drops were then tapered. Patient will return for follow up in 3 months.

Manufacturer narrative:
(B)(4) - light sensitivity/photophobia. Evaluation: the equipment was not evaluated after the reported event. There is no indication that there was a malfunction with the laser. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012. He performed preventative maintenance, cleaned the optics and optimized power with adjustment of optics. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.